Event description:
Event description guidant received information that this patient received inappropriate shocks with noise. The patient's implantable cardioverter defibrillator (ICD) was electively removed due to implant time - at this procedure the physicain found the chronic endotak dsp lead to have a fractured conductor and insulation damage where the pin enters the header. The pace/sense portion capped and abandoned. A new pace/sense lead was implanted without issue.